Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the cartridge was leaking from the o-ring. Customer continued to use the cartridge until it was out of insulin. Customer's blood glucose was 250 mg/dl.